Manufacturer narrative:
Film evaluation results are: the exact cause of the proximal type I endoleak could not be determined from the films provided. However, this appears to have been caused by bifurcate aortic body fabric infolding which created an irregular-shaped and marginal proximal radial seal. The anatomy at implant is unknown, and films during implant were not available for review. The exact cause of the infolding could not be determined; it is most likely that the infolding initially occurred during implant. It is possible that stent graft oversizing may have contributed to the infolding.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. It was reported that, approximately seven months post index procedure a CT revealed there was a proximal type I endoleak. The physician elected to implant an endurant ii stent graft cuff but the proximal type I endoleak persisted. The physician then elected to implant aptus endoanchors and a very small proximal type I endoleak remained; however, the type I endoleak resolved after the heparin wore off. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.